Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the blood found within the iabp. To fix the issue the fse replaced all of the parts which were contacted with the blood which were the k3/k5 valves, the blood detection system, the drains, and a small luer which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during therapy of the cs100 intra-aortic balloon pump (iabp) the customer found blood inside of the unit and also having autofill problems due to the blood inside the unit. No patient harm, serious injury or adverse event was reported.